Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the driveline infection was first observed during an outpatient visit on (B)(6) 2022. The patient remained under follow-up until they were admitted on (B)(6) 2022. Cultures revealed a methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The infection resolved with treatment.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a bacterial driveline infection. An antimicrobial agent was administered.

Manufacturer narrative:
A4 - patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.